Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011 for this event: the field service engineer (fse) performed preventive maintenance activities on the instrument. The fse cleaned the analytical module and pnp (pick and place) collets as there was some buildup discovered on them. The fse inspected all of the pumps and replaced the stators and rotors. The fse replaced the reagent pipettor #1 and made the necessary adjustments to ultrasonic voltages. The fse performed a level sense test, a carry over test and a routine system check. All generated results which met instrument specifications. A hyb psa quality control assessment recovered results which met customer's established ranges. Although hardware may have been a contributing factor to this event, a definitive root cause has not been determined to date for this event.

Event description:
The customer reported that higher than expected hybritech prostate specific antigen (hyb psa) initial results were generated from a unicel dxl800 access immunoassay system for twelve patients on (B)(6) 2011. The initial results were reported outside of the laboratory and were questioned by a physician. There was no report of death, serious injury or modification to patient treatment associated or attributed to this event. Data supplied by the customer indicates that repeat testing of the patient samples on the same instrument generated erratic results. Repeat testing of the patient sample on an alternate instrument generated lower results for eleven of the patients and a similar result for the twelfth patient. All levels of instrument hyb psa quality control results recovered within customer established specifications during the timeframe of this event. Patient specific information and sample collection/handling information was not provided by the customer.